Manufacturer narrative:
The device was not returned for evaluation. We are unable to determine if any product condition could have contributed to the patient's skin infection. Lot release and sterilization records were not reviewed as the product lot number was not provided. Omnipod insulin management system ¿ user guide model: ust400 14421-aw rev h / 2016 using the pod 5 / page 44 living with diabetes 9 / page 107. Warning: do not use a pod if you are sensitive to or have allergies to acrylic adhesives, or have fragile or easily damaged skin. Warning: at least once a day, use the pod¿s viewing window to inspect the infusion site. Check the site for signs of infection, such as pain, swelling, redness, discharge or heat.

Event description:
Customer reported seeking medical attention for skin irritation and was diagnosed with dermatitis. He was prescribed an ointment.